Event description:
Information received a smiths medical cadd administrator sets leaked medication around filter. A nurse was trained to use caution and follow protocol when infusing and administering medication. Unknown what infusion was to be administered for child but no patient adverse events was reported.

Manufacturer narrative:
Returned disposable was received in used physical condition. During the evaluation of the device, delamination was found in both joins of the filter with the tube. Leak testing on the sample was performed to look for unusual functions; a leak was observed fleeing from the air vent of the filter in the sample. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.